Event description:
It was reported during intra-aortic balloon (iab) therapy, a gas loss or leak. No patient harm or adverse event was reported.

Manufacturer narrative:
Due to character limit in block e1, initial reporter: (B)(6). The device was evaluated following a report of gas loss or leak. Biomedical inspection and servicing were performed; however, the reported issue could not be reproduced. The device successfully passed all required functional and safety tests in accordance with factory specifications. No actual or potential patient harm was identified. The device was cleared and returned to the customer for continued use. Gas loss in iab circuit definition: helium loss may occur due to a leak or diffusion, and the alarm is triggered if the loss exceeds 5 cc per hr. Conditions: inflation time was greater than or equal to 80 milliseconds, and deflation time was greater than or equal to 250 milliseconds. Causes: 1. Leak or blood in catheter/balloon/tubing 2. Kinks or occlusions. Gas gain in iab circuit definition: an increase in shuttle gas was detected, and the alarm was triggered when the gain exceeded 5 cc compared to the last autofill. This condition applies when the inflation time was greater than or equal to 80 ms and the deflation time was greater than or equal to 250 ms. Causes: 1. Catheter occlusion/restriction alarm response 1. System vents and deflates balloon. 2. Occurs in all operational modes. Contraindications (do not use pump if) 1. Evere aortic valve insufficiency 2. Abdominal/aortic aneurysm 3. Advanced calcific disease or severe peripheral vascular disease 4. Severe obesity or groin scarring (avoid sheath less insertion) alarm mitigation in the absence of any leaks, occlusions, or device-related issues, proceed with a manual iab fill. Iab fill key hold for 2 sec, autofill process: 1. Purges or replaces helium 2. Recalibrates fiber optic iab this complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.